Event description:
It was reported occlusion alarms occurred. It was also reported that the customer was hospitalized; details and nature of hospitalization were not provided. A blood glucose level was not provided. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.